Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced brief intermittent alarms from the system controller at home. Low speed and low flow alarms were shown on the pt history screen. These events appeared to be associated with low sys voltages. The customer noted that one of the power leads from the system controller was noticeably worn. The system controller was exchanged. On (B)(6) 2014, driveline x-rays were "normal" and a CT angio performed to verify cannula placement was also normal. The pt had remained on battery power without incident. On 05/07/14, the pt was placed on a power module and within five minutes of being connected he experienced pump off, low flow, low speed and driveline disconnected alarms. These alarms did not resolve until he was placed back on battery power. The pump was exchanged on (B)(6) 2014.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: history of ramp downs on his heartmate 2 with alarms of slowed speed. Pt changed controller, powere cable and does not have these alarms on batteries, but does on our power base unit.

Manufacturer narrative:
Device evaluation: the report of low speed and low flow hazard alarms was confirmed based on the information contained in the log file that was retrieved returned system controller; however, the root cause of the alarms could not be confirmed because the entire percutaneous lead was not returned for evaluation. The pump was returned with the percutaneous lead cut at the pump end bend relief and approximately 26" of the severed section was returned. The majority of the dacron velour covered section was not returned. Examination of the connector portion of the lead revealed some breakdown of the braided shield; however, electrical continuity testing of the lead did not reveal any discontinuities or shorts and visual inspection of the underlying wires found them to be unremarkable. The lead was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation and the test did not reveal any breaches that would have contributed to an electrical short. Examination of the pump portion of the lead found it to be unremarkable. Electrical continuity and hi-pot testing did not reveal any discontinuities or shorts. Evaluation of the returned portions of the percutaneous lead could not confirm the root cause of the reported event. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups revealed no anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.